Event description:
It was reported that the steelcore guide wire was being used to treat a highly calcified artery. The guide wire separated in the peroneal artery. The guide wire was blocking the popliteal bifurcation and the separated tip was pushed into the peroneal artery. The guide wire wip could not be extracted; therefore, remains in the pt's anatomy. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.